Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels tend to elevate (200s-360mg/dl), then drop low (70-50smg/dl), within a few hours after inserting a new infusion set. Customer does not think that the issue is related to pump, or supplies, however the root cause is unknown. The customer typically treats elevated bgs by administering a bolus with the pump, and treats low bgs by drinking juice, consuming candy or fruit, and the issue resolves.